Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's power switch overlay to resolve the reported issue. Pse also replaced as part of preventative maintenance (pm) the unit's oxygen inlet filter, air inlet filter, and cooling fan filter. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had a faulty led indicator. The customer reported there was no patient involvement.